Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot up and passed. Performed pairing test and passed. Performed transmitter functional test: passed performed transmitter functional test and passed. Performed share log review: displays a connection loss gap within the investigation window. The problem is confirmed because the share log displays a connection loss gap within the investigation window. The reported event of loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.